Event description:
During routine testing of the device at the svc center, the quality tech reported that the upper housing was burnt/melted. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.